Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. It was communicated that further information regarding the event is unable to be provided. The patient remains ongoing on the heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pacer implanted in their right atrium. Their pacer was implanted after they received a left ventricular assist device. They have received ablation in the past to treat their arrhythmia. The event date was estimated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.